Manufacturer narrative:
Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis however a photo of the device as well as an angiographic photo was received and reviewed. The device photo shows an inflated delivery system balloon with the proximal markerband inside the balloon body. Additionally, it can be noted that a section of the inner shaft polymer extrusion located between the proximal and distal markerbands is flattened. No stent is noted in the photo provided. H3 other text : photos received.

Event description:
It was reported that balloon profile problem occurred. A synergy xd drug-eluting stent was selected for use. However, during delivery, it was noted that the balloon expanded outside the marker wires. No patient complications were reported.

Event description:
It was reported that balloon profile problem occurred. A synergy xd drug-eluting stent was selected for use. However, during delivery, it was noted that the balloon expanded outside the marker wires. No patient complications were reported.